Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Blood glucose level at the time of the incident was 445 mg/dl, which was treated with manual injection and the insulin pump. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.